Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low bipolar pacing impedances vs. Unipolar impedances, and had insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.